Event description:
It was reported that the right ventricular (rv) lead showed high, out-of-range shock impedance measurements of around 141 ohms. Boston scientific technical services (ts) was contacted, and options were discussed. Ts was later contacted by the patient because of tones being emitted by their device. Ts informed that the tones were a result of the high, out-of-range shock impedance measurements on the rv lead. The device and leads remain in service. No adverse patient effects were reported.